Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a thoracic aortic type b dissection. The distance from the posterior edge of the lsa to the distal tear was approximately 160 mm. It was reported that during the index procedure while following the IFU instructions, the blue handle on the delivery system was rotated, but the stent graft was not effectively deployed. A attempt was made to quickly deploy the stent by pulling the trigger but the stent still could not be deployed. After multiple attempts, the operator still could not deploy the stent. To avoid prolonged general anesthesia and to ensure the surgical outcome and patient safety, the delivery system was withdrawn. The procedure was then completed using another medtronic stent graft. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusions: the reported deployment issue could not be assessed based on the limited pre-implant images available; therefore, the cause of the event cannot be determined. Procedural angiographic videos documenting attempts to advance the delivery system were not available for review. Analysis of the available images did not reveal any obvious anatomical characteristics that could have contributed to this event. Two images of the valiant captivia device were received for analysis. There was no evident damage to the handle. The graft cover/ introducer sheath was severely curved. The reported deployment/expansion issue is not captured in the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.